Manufacturer narrative:
It was noted that medical records and pre-revision x-rays have been requested. Should additional information be received, it will be submitted in a follow-up report upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding loosening involving an acetabular cup was reported. Conclusion: it was reported that the patient underwent revision surgery for a loose acetabular cup. The patient operative notes confirm that the stem was stable and was not revised. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
The surgeon reported via the senior clinical research associate that a 70 year old patient required a revision procedure due to aseptic loosening. The patient is a participant in (B)(6) clinical study.

Event description:
The surgeon reported via the senior clinical research associate that (B)(6) patient required a revision procedure due to aseptic loosening. The patient is a participant in (B)(6) clinical study.